Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.

Event description:
It was reported that the asymptomatic patient presented to the or for device change out due to normal eri. Externalized conductors were observed. Variation in capture threshold was noted. The lead was explanted.